Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that after opening pn: 250-070-530, the staff noticed what looks like a piece of glove in the packaging. The product did make it to the sterile field but it was removed prior to any use. No major delays incurred. Therefore, was foreign material was found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: need to report an incident with suction/irrigation at (B)(6) medical center this morning. After opening pn: 250-070-530, staff noticed what looks like a piece of glove in the packaging. The product did make it to the sterile field but it was removed prior to any use. No major delays incurred. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be contaminants fell in during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.